Event description:
It was reported that during a lap appendectomy procedure, when firing the device on the base of cecum, the device was loaded with the wrong size reload which caused the device to lock onto the tissue after the staple line had been created and the tissue was transected. The surgeon contacted the sales rep to inquire how to remove the device free from the tissue and was removed successfully. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). The device was not received for analysis; therefore, the complaint could not be confirmed. We did not receive a batch number or lot number so therefore we were unable to review the manufacturing records.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.